Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned [as it remains implanted at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02063 and 3002806535-2017-00174.

Event description:
It was reported that a patient has been indicated for revision due to fracture of the patient's humerus. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient falling which lead to a fractured humerus and is not related to a product issue.